Event description:
It was reported that when the customer turned on the laser during a warm up, the screen is ¿becoming black¿. The patient had been administered anesthesia and physician was not able to complete the case with the laser. The case was completed with bipolar resection. There was no report of a patient injury; however the manufacturer is filing this due to an alternate procedure being preformed. As a result of the system malfunction.

Manufacturer narrative:
System analysis/service repair on october 10, 2014: the ¿error 509¿ black screen issue was confirmed and determined to be the result of a faulty top cover. The top cover and desiccant filter were replaced. The system was tested and verified to meet ams specifications. The top cover was returned to ams on november 18, 2014 and was sent to the supplier.

Manufacturer narrative:
The top cover s/n (B)(4) was returned to ams on november 18, 2014 and was sent to the supplier. Product evaluation: the top cover was evaluated by the supplier on february 11, 2015. The reported ¿black screen during warm up¿ issue was confirmed. 24v line and tantalum capacitors were noted shorted. The capacitors were replaced; top cover was reprogrammed and passed the standard production test. The supplier returned the top cover to ams on june 10, 2015. Probable root cause: based on the supplier fa report, the root cause was determined to be the capacitors in the top cover.